Event description:
An endovascular stent with delivery system was successfully advanced to the targed lesion site located in the pt's left common iliac artery. Upon attempted balloon catheter inflation, it was reported that the balloon reuptured at approximately 2-3 atmospheres of pressure. Subsequently, it was reported that the stent removed from the pt using a snare device. There were no additional details reported relative to this event.

Manufacturer narrative:
The results of the product evaluation found that although a circumferential fracture was observed in the delivery balloon, the cause of the fracture could not be determined due to the condition of the returned device. However, the evaluation found that the condition of the delivery balloon appears to have occurred during withdrawal of the delivery system from the pt's body. Cordis has initiated a corrective action to address reports of this nature. Note: the p2908 is indicated for use in biliary procedures only.